Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, it was reported that aneurysm enlargement was observed due to suspected distal type I endoleak on the right (contralateral) side. Distal migration of the proximal device was also reportedly observed (distance not reported). According to the report, the proximal aortic extender migrated, but it was difficult to identify whether or not the main body had also migrated. On (B)(6) 2021, the patient underwent reintervention whereby a gore® excluder® iliac branch endoprosthesis was deployed in the right common iliac artery. No proximal type I endoleak was observed, but an additional aortic extender endoprosthesis was deployed to extend the device proximally. The patient tolerated the procedure.